Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump had a recurring short battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the black box showed data from 08/10/2016 to 08/19/2016; the black box data from the date of the complaint was overwritten due to continued pump use. A review of the current black box data indicated a ¿replace battery¿ alarm indicating a motor fault had occurring during a rewind attempt on (B)(6) 2016. The returned battery cap was able to fully tighten and the battery compartment was intact. The pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarmed with audible tone and vibration alerts per normal operations. Additional testing could not be completed due to the blank display. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture contamination on the underside of the battery cap contact; the audio bolus button cover was torn; the display screen was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).